Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 33 mmol/l. It was stated that the customer began experiencing chest pain since the hospitalization, as well as being incoherent and in a daze. It was reported that the customer was wearing the insulin pump at the time of the hospitalization, but it was removed. It was stated that the customer no longer feels comfortable using the insulin pump. Nothing further was reported.